Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, the device was found in backup vvi mode. The software download was performed successfully. The patient will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.